Manufacturer narrative:
The device in question was returned to mmdg for evaluation of an issue un-related to volumetric accuracy. During the course of mmdg's evaluation, mmdg discovered that the pump had several physical and mechanical problems. The problems included a cracked front case, a worn-out motor, a broken worm gear, and several other smaller conditions. All of the as-found conditions can be attributed to use error (dropping or otherwise subjecting the device to a shock), lack of proper mainenance, and normal wear and tear. During the course of the investigation, it was found that one effect of the pump's condition was that during volumetric accuracy testing, it delivered below the +/- 5% range generally considered non-reportable by mmdg. The device was repaired and returned to the customer. This is a retrospective filing.

Event description:
During investigation of an unrelated complaint, the pump under-delivered by more than 5% in a standard volumetric accuracy test.(B)(4)